Manufacturer narrative:
Additional information: the investigator assessed the event as possibly related to the anti-platelet medication and not related to the device. Event was treated with medication and pci. Cec adjudicated the event as a non-q-wave mi of a non-target vessel, mdt extended historical spontaneous. Cec discovery late stent thrombosis. Correction: the patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: balloon angioplasty was carried out to treat 100% in-stent restenosis in the lcx. The late stent thrombosis occurred prior to the revascularization. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during the revascularization procedure two resolute onyx drug eluting stents were implanted (unknown vessel) and one nc euphora balloon catheter was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no treatment of the mi with pci. Mi was not related to the target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by positive stress test. During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 14 months post procedure, patient suffered myocardial infarction of the target vessel and was treated with revascularization. Sponsor assessed event is not related to device or anti platelet medication.